Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmm885 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a caesarean procedure on (B)(6) 2019 and suture was used. The needle was detached from the suture easily during use on the myometrium. It was a control release needle. Another package was used to complete the procedure. There were no adverse consequences to the patient reported. No additional information is available.